Event description:
It was reported that during the attempted implant of this lead, the product did not perform as expected. As a result, the lead was not implanted. No adverse patient effects were reported. This attempted lead was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.